Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging sinus congestion, headaches, nausea, eye irritation, difficulty breathing and shortness of breath. There was also allegations against the device that it was hot to touch, runs out of water too fast and will not turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging sinus congestion, headaches, nausea, eye irritation, difficulty breathing and shortness of breath. There was also allegations against the device that it was hot to touch, runs out of water too fast and will not turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacturer observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.